Event description:
It has been reported to the company that the guiding catheter was being used in a difficult case and the catheter kinked and then broke in the shaft area. Surgery was needed in order to remove the catheter out of the artery.